Manufacturer narrative:
On march 14, 2024, mentor received additional information regarding the patient's diagnosis and previous events. It was reported in the patient operative report that the patient has had sever minor revisions in order to correct asymmetry. Code f19-surgical intervention has been added in section h6-health effect - impact code to capture this additional information. In the patient's operative report, it mentions that the implant was inspected and had some silicione on its surface, however, there was no obvious hole or leak site. Code a050403-gel leak has replaced code a0412-material rupture in section h6-medical device problem code to capture this event more accurately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 09, 2024 , a re-evaluation for the device was completed to include the following information in the device re-evaluation summary: asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2024, the mentor failure analysis lab has received the device for evaluation. On february 28, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the sm mod classic gel, 320cc breast implant was found to have a tear on the anterior view, measuring approximately 7.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.8 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 69-year-old caucasian female patient underwent a breast augmentation revision with a 320cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was diagnosed during surgery. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 320cc mentor memorygel breast implant with serial number (B)(6).